Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: a review of the pump¿s black box data revealed a loss of prime warning for non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and there were no defects found to the force sensor flex or internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.